Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jul-2018 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit securely. The battery cap contact measurements were within specifications. The pump powered up with vibratory alarm and no auditory alarm to a blank screen. The reported power issue was unable to be adequately investigated due to the blank display. The pump cover was removed to find no intermittent conditions to the printed circuit board. An eeprom failure was the cause of the blank display.